Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor saline breast prosthesis experienced bilateral deflation post procedure. As a result, patient underwent bilateral replacements as follow: left/ catalog number :3501650, serial number: (B)(4), right/ catalog number: 3501650, serial number: (B)(4) on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on february 28, 2023 indicated that the patient initial is (B)(6) , the initial implantation was on (B)(6), 1997. Manufacturer¿s reference number: (B)(4).